Manufacturer narrative:
(B)(4) was received 27sep2019. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with an embolic cardiovascular accident (cva) 4 weeks post heartmate 3 exchange. Event date was initially provided as (B)(6) 2019 and has been entered as (B)(6) 2019, the date 4 weeks from the implant date. Pump exchange was previously reported in MFR#2916596-2019-04640. Patient's international normalized ratio (inr) was 3.1. Patient received aspirin therapy. The patient's primary deficits from the cva include memory, attention, and learning deficits. Anticoagulation was not stopped or held following cva. Brain cat scan was conducted on (B)(6) 2019 and revealed acute to early subacute right middle cerebral artery (mca) distribution infarct with minimal petechial hemorrhage. The patient was discharged from the hospital 8 days post cva into the 24-hour care of family. Multiple attempts were made to obtain additional information; however, none was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. The account reported that the patient suffered an embolic cerebrovascular accident (cva) 4 weeks post lvad implant, in the setting of an international normalized ratio (inr) of 3.1 and aspirin therapy. A brain cat scan was done on (B)(6) 2019 which revealed the patient had an acute to early subacute right middle cerebral artery (mca) distribution infarct, with minimal petechial hemorrhage. The patient displayed primary memory, attention, and learning deficits following the event. Anticoagulation was not stopped or held, and the patient was discharged from the hospital into 24-hour family care 8 days after the event. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information has been provided by the account to this date. The patient remains ongoing on heartmate 3 lvas and no further events have been reported at this time. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of heartmate 3 left ventricular assist device. This document also provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.